Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2012, to excise an overgrowth of skin tissue around the implant site. The abutment was also replaced with a longer model. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.